Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.

Event description:
This is a case report received through baxter's after hours call service who reported a 2240 alarm (air in set) on the homechoice device during dwell. The patient was connected at the time of the alarm and at no point did the patient disconnect prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used and nothing unusual was noted about the supplies. The technical service representative explained the alarm and advised to use new supplies. No clinical consequences for the patient were reported. The sample is not available for evaluation and the lot number is unknown.